Event description:
It was reported that the lead integrity alert (lia) triggered, and the lead exhibited high impedance, noise, and oversensing. The oversensing was reproducable during pocket manipulation, and it was suspected that the lead had fractured. The lead was explanted and replaced, and during the replacement procedure, it was not possible to retract the helix completely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data was collected from the device and has been analyzed. Sensing/oversensing: most of the lifetime cound of v-sic (2249) occur since the (B)(6) 2012. Two short v-v cycle events labeled "lfp" occur on the dates: (B)(6) 2012. Impedance/high impedance: max v pace bi impedance rises from an approx. Baseline of 400 ohms the week of (B)(6) 2012 to >4000 ohms the week of (B)(6) 2012. Lead integrity alert: lia alert is recorded on (B)(6) 2012: (B)(6) for (B)(6); an additional oot subthreshold lead impedance alert is recorded on (B)(6) 2012. The full lead was returned in segments and was analyzed. The distal conductor was found to be fractured (flexed), and the right ventricular defib coil was found to be kinked/bucked and pulled/stretched (overstress). Blood was found on the distal end of the electrode.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the lead exhibited high impedance, noise, and oversensing. The oversensing was reproducable during pocket manipulation, and it was suspected that the lead had fractured. The lead was explanted and replaced, and during the replacement procedure, it was not possible to retract the helix completely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).